Manufacturer narrative:
According to the facility, the foley is not draining well which causes increased sediment and increased catheter blocking. This results in increased foley changes and increased testing of urine for utis. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was requested for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
According to the facility, the foley is not draining well which causes increased sediment and increased catheter blocking.